Event description:
Physician was attempting to treat a lesion in the coronary artery using resolut integrity drug eluting stent. It was reported that the device could not cross the lesion, but when the device was retrieved from patient, the stent was broken. The stent was broken due to calcified lesion. There were no patient complication associated with this event.

Manufacturer narrative:
Results: patient condition affected effectiveness of device (calcified lesion); inherent risk of procedure (stent deformation); no results available since no evaluation was performed; no device received for evaluation. Conclusion: device failure/lack of effectiveness related to patient condition (calcified lesion); known inherent risk of procedure (stent deformation); unable to confirm complaint. (B)(4).